Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, an attempt was made to deploy a vasoseal vhd kit size 4. The customer stated that the dilator and sheath were placed on the artery appropriately, but resistance was felt prior to the first black line on the plunger when they attempted to deploy the first collagen plug. Despite resistance, the physician continued to advance the plunger and the second collagen plug was delivered. Following the deployment the physician noticed that part of the sheath was missing. The physician attempted to remove the sheath material but was unable to do so. Hemostasis was achieved and sterile dressing was applied. No further complications were reported.